Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: once the needle was out of the sheath it can not be retracted back another stent used and completed the procedure patient/event info - notes: query reply: 16th may'24 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Yes 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (lungs etc). The rpn / gpn of the product states that its an ebus needle for fna from the lungs, please let us know how this needle could be used in other areas. A. If the lungs, which lymph node was being targeted? 4r 10. Please describe the size of the intended target site. The physician does not want to reveal as per of indian army protocol. 11. If not with the device in question, how was the procedure performed and/or finished? With our another needle. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus ebus bronchoscope 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the needle & after that needle could not be retracted in. 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? None 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation. 2 units of lot c2010648 of echo-hd-25-ebus-o were returned opened in their original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The devices related to this occurrence underwent a laboratory evaluation on 10 july 2024. First device returned (B)(4). A proximal kink below the sheath extender was observed. After kink was manually straightened needle was able to advance and retract with slight difficulty. Second device returned (B)(4). Device returned with distal end of needle not fully retracted into sheath. Needle handle advanced but needle did not advance any further. Needle removed from device and needle break observed within the sheath extender location as a result of the broken needle observed during the evaluation of the second device (B)(4) was opened. Clarification was also requested in relation to the answer to q.4 of the standard questions but unfortunately the physician could not recall the details so based on the complaint description and lab evaluation observations it is assumed that the kink below the sheath extender on the first device returned (B)(4) occurred during the procedure. Manufacturing records prior to distribution, all echo-hd-25-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-ebus-o of lot number (B)(6) did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051) image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting damaged during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender observed during the lab evaluation. This could have resulted in the needle retraction issue encountered by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04 oct 2024.